Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 24 mmol/l. Customer's other blood glucose value was unknown. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer reported insulin pump was dead and not turning on and does see a crack in the pump, along the battery side. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed. Device received with cracked belt clip rail case corner.